Event description:
It was reported that the patient's left ventricular (lv) lead presented with a pacing impedance greater than 2000 ohms. The lead was capped and not replaced. The lead remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6945-65 lead, implanted: (B)(6) 2002; c154dwk ICD, implanted: (B)(6) 2009. (B)(4).